Manufacturer narrative:
Additional clarification was received that this event was misreported in error by the sales representative. There was no failure that occurred.

Manufacturer narrative:
B3. The event date is currently unknown. A review of the manufacturing documentation associated with lot f2232602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was stuck inside the advancer tube. There was no reported patient injury. The device is being returned for evaluation.